Manufacturer narrative:
Other, other text: h2: additional information: see a1, b5 and h6(patient code). H3: one cadd legacy 1 pump was received for evaluation. The event history log was reviewed and there were "high pressure and no disposable" alarm messages after pump starting. Functional check and visual inspection were conducted and the reported issue was able to be repeated. The pump was found to be "double beeping" during power up when batteries were inserted. The cause of the issue is unknown. The pump was previously serviced for a "lost of power and double beeping" issue. A microprocessor unit board and downstream occlusion sensor were replaced to address the issue. A faulty downstream occlusion sensor will be replaced.

Event description:
Additional information was received indicating that there was no patient involvement.

Event description:
Information was received indicating that this smiths medical cadd legacy 1 pump exhibited "constant beeping" alarm. No adverse effects reported